Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the air/water nozzles were clogged with foreign matter. Foreign material was attached to the bond between the plastic distal end cover and the bending section rubber, but the foreign matter could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis exera ii gastrointestinal videoscope had a yellow optical edge reflection. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the air/water nozzle was blocked with foreign debris and the plastic distal end cover and bending section cover had foreign material.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the charged coupled unit, the image had roughness. In addition to the foreign material in the nozzle, plastic distal end and bending section cover, the evaluation findings are as follows: the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, switch #1 had a pinhole, the switch box had a scratch, the scope identification (ID) had reached the maximum cumulative uses, the scope connector had corrosion due to water leakage, the electrical connector had corrosion due to water leakage, due to damage on the bending section cover, insulation resistance value at the distal end did not meet standard value, the objective lens had a stain, the light guide lens had a stain, the connecting tube was deformed, and the universal cord had peeling coating. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.